Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 26mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the frst balloon used in the procedure was the 2mm x 20mm x 143cm coyote es balloon catheter followed by 2.5mm x 20mm x 144cm coyote es balloon, and lastly the 5.0mmx150mmx150cm sterling balloon catheter which were all ruptured. All devices were removed from the patient without disconnection.

Manufacturer narrative:
E1: initial reporter city: (B)(6) .

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the frst balloon used in the procedure was the 2mm x 20mm x 143cm coyote es balloon catheter followed by 2.5mm x 20mm x 144cm coyote es balloon, and lastly the 5.0mmx150mmx150cm sterling balloon catheter which were all ruptured. All devices were removed from the patient without disconnection.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.